Event description:
Three months following essure placement, hsg showed a possible perforation of one micro-insert. The pt experienced pain since the procedure. She requested micro-insert removal and laparoscopic tubal ligation. Surgery on (B) (6) 2009 went fine as reported by physician. Physician was able to remove the perforated micro-insert from the uterus intact. Bilateral tubal ligation also performed. Physician states in her opinion, "no way the essure micro-insert could be causing the pain". Pt reports doing well post-operatively, but has the same pelvic pain.

Manufacturer narrative:
(B)(4).